Manufacturer narrative:
Product analysis: the suspect complaint product was received at medtronic¿s quality laboratory in original packaging and jar filled in clear unknown solution, visual analysis showed the valve was returned in a crimped position with the inflow aspect exhibiting a kidney-shaped appearance suggestive of a possible infold. All leaflets were flexible and intact. As received, all leaflets appeared twisted in a closed position. All commissures were intact. The valve was submerged in warm saline to reset valve frame. The valve was then placed in a cold saline bath to perform loading simulation per instructions for use (IFU). Upon loading, both frame paddles appeared seated within the paddle attachment pockets. The capsule was advanced covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve. The capsule was fully advanced over the valve; no visual or tactile anomalies were noted. To simulate the reported event, the valve was deployed in a warm saline bath. The deployment knob was rotated to expose the valve. The valve continued to be deployed up to the point of no recapture; no anomalies were noted. The valve was subsequently deployed and appeared to exhibit a complete dilation; no anomalies were observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Fourteen fluoroscopic images were provided for review. The patient summary was provided for an anatomical review of patient anatomy. Fluoroscopic check of the valve shows crown overlap right at fourth node and appears the dark line just goes past the fourth node but it hard to confirm. Misload is inconclusive, however, the anatomy of the patient shows from the annulus to left ventricular outflow track (lvot) there is a tapering from what appears to be a septal bulge. It is noted by the decrease in area from the annulus to lvot. Based on the available information, the presumed infold/frame expansion issue appears to have occurred as the valve was being deployed to 80%, and per the case plan review of the anatomy of the patient shows what appears to be a septal bulge. There is a suspected misload seen on the fluoroscopic images and appears to be up to the fourth node. Infolding is defined as an inward fold or crease in the valve frame, extending from the inflow, identified as a dark line under fluoroscopic inspection. The fold or crease is caused by localized bucking of the frame which can be driven by several factors including severe calcification, bicuspid or stenotic leaflets, lvot anomalies, and compliance of the annulus. Procedural factors also play an influencing role including pre-case planning, sizing, non-uniform loading, and user technique. This effect is more prevalent on the 34mm size due to its largest size / circumference, and aggressive frame inflow shape. In this event a pre implant bav was reported to have not been performed, however, there was no mention of a post implant bav being performed. Per the IFU, in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post-implant balloon dilatation of the valve may improve valve function and sealing. To ensure patient safety, valve size, balloon model, balloon position, inflation pressure and patient anatomy must be considered. The balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus. In this case, the valve was ultimately withdrawn, a dilation was then conducted using a 20mm balloon and a new valve deployed successfully. There was no information to suggest a device quality deficiency related to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a patient with aortic calcification and an annulus with an average size of 21 millimeter (mm), a pre-implant balloon aortic valvuloplasty (bav) was not performed. The valve was loaded one time and the load was confirmed via visual, tactile and fluoroscopy. No misload was identified during load ing. The valve was deployed initially to 80%, however was reported to have been under-expanded. An infold in the valve was also noted at first deployment. An attempt was made to use the cuspal technique and the align the commissures. The valve was recaptured one time. A second deployment attempt was made. The valve was withdrawn. Of note, the target implant depth was 3 mm. A replacement valve was loaded onto the same delivery catheter system (dcs). A pre-dilation was performed using a 20 mm balloon. The replacement valve was successfully implanted. No adverse patient effects were reported.